Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: performance data from the device showed the device recorded eri (elective replacement indicator) in (B) (4) 2010 approximately 17 months after implant. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there was premature battery depletion. The technical consultant recommended replacement asap. The device was later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: performance data from the device showed the device recorded eri (elective replacement indicator) in (B)(6) 2010 approximately 17 months after implant. Analysis of the returned product confirmed the performance data regarding eri. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The device was received with damage to the d273 ic and the hybrid appeared to have been flexed prior to arrival at the pal. The damage caused the hybrid to be inoperable and only limited analysis could be performed. All surface mount capacitors were found to be nominal. X-ray inspection found solder extrusions between pin 12 (dvdd) and pin 13 (vss) of the d273 ic. However, examination of the weekly battery voltage trend and a simulation of a short between these two signals concluded that a shorted solder bridge was not present in the hybrid (i.e. The extrusions were not causing an electrical failure). Analysis was concluded with no root cause of the early battery depletion found.

Event description:
It was reported that there was premature battery depletion. The technical consultant recommended replacement asap. The device was later explanted. No patient complications have been reported as a result of this event.